Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced recurring syncope due to the right ventricular lead failing. The lead was successfully capped and replaced. No additional information was available at this time.